Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing the left ventricular (lv) lead due to the patient's anatomy. It was noted that one good branch was identified and the lead was placed there. The lead was stable during the procedure, however, dislodged when the patient got off the table. The lead was explanted and replaced with a his lead the following morning. No patient complications have been reported as a result of this event.